Manufacturer narrative:
Device evaluation update: upon further investigation, reliability engineering performed additional investigation and determined that the bearing falling off was confirmed. It was determined that the device had vibration during use and the housing did not rotate due to corrosion. During repair, it was observed that the bearings were broken and missing the inner race, causing the device to vibrate during use. It was further determined that the issues were consistent with normal wear over time. T was further determined that the component damage (vibration) was caused by normal use and servicing over time, the failure was caused by worn out bearings. It was determined that the corrosion was also caused from normal use and servicing over time. The assignable root cause has been corrected from product design, construction/design false, defective to the assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and the crane bracket were damaged on the craniotome device. It was further determined that the rotation was blocked, the pins and balls were missing, the cage and inner ring were not available and the ball bearing had fallen apart. It was further determined that the device failed pretest for cutter insertion (ball bearing), lock operation, visual assessment (pins/bracket) and temperature. It was noted in the service order that the bearing fell off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.